Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the right coronary artery. Following pre-dilation, a 2.75 x 24 mm promus element ¿ drug-eluting stent was advanced and deployed successfully. After post dilation was performed, a proximal edge dissection was noted in the proximal portion of the stent. To cover the dissection, a 2.75 x 24 mm promus element plus was deployed proximally overlapping the first stent. The procedure was completed. No further patient complications were reported.